Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the cauterization became difficult because the metal part of the jaw of the vasoview hemopro 2 came off. The jaw was not open when inserting the tool into the cannula. There was no resistance. There are no detached parts inside the body. The power setting is set to "3". A new vasoviewhemopro2 (separate lot) was issued and cauterization was continued, so there was no effect on vein sampling. Patients were not affected.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h6, h10. The lot # 3000251962 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.